Event description:
It was reported that during da vinci si lobectomy procedure, the prograsp forceps instrument was noted to be in the wrong position during removal of the instrument. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the instrument was returned with the distal end assembly detached from the main tube at the proximal clevis and all of the distal end cables were cut. The proximal clevis exhibited damage on one side, where it meets the main tube. Engineering concluded that the issue experienced by the site, was likely caused by the dislodged proximal clevis at the main tube interface due to excessive loading at the distal end and that the cables were likely cut to allow for removal of instrument from cannula. Engineering evaluation also found that one side of the main tube interface wall was broken and missing pieces that were likely related to dislodgment of the clevis. The distal end of the main tube also had various scratch marks with light material removal. The scratches were .070 - .125 in length and were not aligned with the tube axis. Engineering concluded that the scratched on the main tube may have been caused by mishandling /misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. On (B)(4) 2013, isi followed up with the isi clinical sales representative (csr) who was present during the surgical procedure. The csr indicated that no pieces from the instrument fell into the patient. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.